Event description:
It was reported that the pt's leads were switched in the neurostimulator. It was confirmed that the pt's neurostimulator and 2 extensions were replaced. The leads were left in place. The pt's device was reprogrammed a few days after implant. No surgical complications were reported and the pt was doing fine.